Event description:
Pt fell on knee and had effusion. The surgeon was worried that poly may have broken. When the poly was removed, it looked good. Effusion may have been from something other than component.